Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was at the clinic, it was noted that one of their batteries had exposed wires. The damaged battery was exchanged and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery, bat307340, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device pass functional testing. Visual inspection revealed a tear on the output cable sheath near the battery connector. The damage that was observed did not affect the functionality of the device. Based on the available information, the most likely root cause of the reported event can be attributed to wear of the strain relief and output cable and/or due to the handling of the device. If information is provided in the future, a supplemental report will be issued.